Event description:
It was reported, the patient had a fall and two days later, the right ventricular (rv) lead had loss of capture. Also after interrogation the rv lead had impedance greater than 4000 ohms and there was some noise. The patient had to receive a temporary pacemaker until the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism, tissue on the helix and the lead was stretched.